Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 9mm distally of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was good post procedure. It was further reported that the balloon ruptured during second inflation at 6 atm. The target lesion was at the in-stent restenosis of 10.0x60x75cm stent balloon expandable located at the common iliac artery. No further patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was good post procedure. It was further reported that the balloon ruptured during second inflation at 6 atm. The target lesion was at the in-stent restenosis of 10.0x60x75cm stent balloon expandable located at the common iliac artery. No further patient complications were reported.

Manufacturer narrative:
(B)(6).